Manufacturer narrative:
The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown and "silicon-induced granuloma."

Event description:
Healthcare professional additionally reported capsular contracture iii and ¿horizontal, diffuse and bilateral solid nodules, echographically typical for possible fibroadenomas¿.

Manufacturer narrative:
The event of seroma is are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side seroma, swelling and pain. Patient went to the hospital, where a puncture of the liquid was done and seroma was drained out/empty; patient got better. After 1 month seroma returned. Physician did a puncture and it was sent to the laboratory; however, the lab simply decided not to complete the test stating it was not necessary. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., b.6., g.1., g.3.

Event description:
Healthcare professional additionally reported capsular contracture iii and ¿horizontal, diffuse and bilateral solid nodules, echographically typical for possible fibroadenomas¿.